Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown inlay (catalog number unknown) on an unknown date. On (B)(6) 2016, the patient wanted to hang laundry and suddenly felt a crack in her hip and could no longer walk. A revision surgery took place on an unknown date, it was reported that the head, inlay and cup were revised.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. According to the bfarm user report, it is reported that while the patient was hanging laundry she suddenly felt a crack in the hip and could no longer walk. The patient underwent a revision surgery on an unknown date. Head, inlay, and cup were revised and synovectomy was performed. "Cup with eska ceram inlay" is also indicated in the report. However, it is not clear whether it was combined with the sulox head or if it is implanted during the revision surgery. An email from the surgeon (dated (B)(6) 2016) states that additional information will not be sent about the reported breakage of the ceramic head. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. No information regarding the other components except the ceramic head was available for the investigation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).